Event description:
The pump was returned for investigation. Investigation revealed a damaged/broken keypad flex. The keypad button cover was also found to be peeled off/missing and all keypad button contacts failed due to the missing contacts. The text on the display screen was also found to be dim, faded and reddish. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 01/08/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings: the pump was returned for investigation. Investigation revealed a damaged/broken keypad flex. The keypad button cover was also found to be peeled off/missing and all keypad button contacts failed due to the missing contacts. The text on the display screen was also found to be dim, faded and reddish.